Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer blood glucose level at the time of incident was 410 mg/dl and his current blood glucose level was 417 mg/dl. Customer was used insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.